Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent thrombosis occurred. Vascular access was obtained via the femoral artery. The 74% stenosed, 30 x 3.0mm, eccentric, de novo target lesion with a greater than 45 degree significant bend was located in the mildly calcified and moderately tortuous left anterior descending artery (lad). A 32 x 3.00 promus elite stent was deployed in the target lesion. It was noted that significant resistance occurred while advancing the device. The procedure was completed and no patient complications were reported during the procedure. However, post procedure on the next day, the stent was thrombosed. The patient was sent immediately for another percutaneous transluminal coronary angioplasty. A second stent was deployed in the target lesion. The procedure was completed and the patient was reported to be stable.